Event description:
Customer stated that the technician was shocked last night when attempting to plug in new pulse ox probe on back of the amplifier. She was thrown back (claims it knocked her backwards several feet) and apparently hurt. She went home for the night.